Event description:
It was reported that the lead was explanted due to oversensing, noise, high impedance, high thresholds, and an apparent lead fracture. No patient complications have been reported as a result of this event.